Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was taken to the operating room (or) on (B)(6) 2019 for end- of-service baclofen pump replacement. Surgical observation noted the catheter disconnected from catheter tubing on (B)(6) 2019. It was noted they were unable to aspirate cerebrospinal fluid (csf) from the catheter after disconnecting from the pump. The back incision was opened and free-floating connecting device attached to small amount of catheter tubing was noted. The surgeon was unable to locate the catheter tubing extending into intrathecal space. Fluoroscopy was used to locate the catheter. The catheter was noted to be at t8 and a section of the catheter in the intrathecal space was not connected to the catheter extending to the pump. The surgeon determined the catheter to have most likely been disconnected for some time. The catheter was unable to be replaced as the patient has a spinal fusion from t2-pevis (completed on (B)(6) 2016 and operative note on this date documents re-connection of baclofen pump catheter after completion of spinal fusion). It was determined to leave the catheter disconnected (surgical abandonment/capped) and implant baclofen pump filled with saline. The outcome of the event was noted as ongoing. The device diagnosis was catheter disconnection between catheter segments. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no significant anomaly (motor o ring wear). The catheter was returned, and analysis found coring-tears-cuts in the seal of the sutureless connector and meets leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved without sequelae on (B)(6) 2020. On (B)(6) 2020 the patient was taken to the operating room (or). The baclofen pump catheter was placed and attached to the baclofen pump. Cerebrospinal fluid (csf) flow was checked. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported a new catheter was placed and the previously abandoned catheter was left in place on (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported a new 8780 was implanted; withdrew preservative free normal saline from drug reservoir of pump on the (B)(6) 2019 surgery. The pump was then filled with 20 ml of gablofen 500 mcg/ml. Infusion rate started at 50 mcg/day. Catheter placement required use of a midas rex as patient has a spinal fusion. Family felt the patient's tone, positioning and care was better managed with intrathecal baclofen therapy. In the interim between (B)(6) 2019 and today ((B)(6) 2020), oral baclofen 10-15 mg three times per day had been given. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial#:(B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 28-may-2011, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 15-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000 mcg/ml at 679 mcg/day via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. The patient¿s medical history included spastic quadriplegic cerebral palsy, vp shunt, developmental delay, hamstring left hip adductor releases, spinal fusion, derogation all osteotomies. The other medications the patient was taking at the time of the report were miralax, motrin, multivitamin, oral baclofen prn, keppra, glycerin supposition prn for constipation. On 28-oct-2019 it was reported that upon exposing pump for expected eol (end of life) replacement, no retrograde flow spontaneously, with blunt needle inserted into pump segment nor after attaching catheter to new pump and withdrawing through cap (catheter access port). Upon exposing spinal incision site, neither spinal nor pump segment were attached to metal connector, nor were the strain relief sleeves present. Fluoroscopy showed spinal segment floating in it space. After discussion with managing clinician and the patient¿s mother, the decision made to implant sterile 20 ml pump into abdominal pocket site filled with preservative free normal saline unattached to any implanted catheter and observe patient at this time until future decision made whether to proceed with newly implanted catheter or not. Existing pump segment explanted. It was noted that 17.5 cm length catheter remains in intrathecal space unattached to pump segment, unattached to infusion pump. No plan to perform a cut down to retrieve this spinal catheter segment. The physician postulated that during patient's t2-pelvis spinal fusion on (B)(6) 2016 that the existing catheter was reconnected, but the strain relief sleeves weren't replaced at that time. There no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was infusion rate for itb (intrathecal baclofen) was stable from (B)(6) 2011- (B)(6) 2011 at 315 mcg/day; steadily increased from (B)(6) 2011 - (B)(6) 2017; (B)(6) 2017 585.4 mcg/day and (B)(6) 2018 679.9 mcg/day. The actions and interventions taken to resolve the issue was the patient would be admitted to the hospital and observed for signs and symptoms of itb (intrathecal baclofen) withdrawal. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported regarding the event.